Event description:
Material no. 381512 batch no. 9084975. It was reported that during use of the bd insyte¿ autoguard¿ winged yel 24ga x .75in the catheters are shred, are difficult to advance, and are leading to multiple attempts to insert catheter. The following information was provided by the initial reporter: ¿7/16 - new admission (not critically ill). Combination of issues reported including dull catheters and inability to thread at least three attempts.¿ ¿making rounds over the july 4th week as well as other days and noting the ¿failure rate¿ in ivs [subjective], I started asking why. It has been brought to my attention by multiple nurses, charge nurses on down to experienced nurses, nnps that these new bd insyte autoguard winged, 24ga x 0.75 in catheters shred, are difficult to advance and could result in multiple attempts over and beyond the usual. I have called uh and their nurses are experiencing the same problem.¿ when I met with the manager, she mentioned the needle was dull an when they took the catheter off the needle and ran their finger down it, they found a burr so they pulled the entire lot.

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 381512, batch no. 9084975. It was reported that during use of the bd insyte¿ autoguard¿ winged yel 24ga x .75in the catheters are shred, are difficult to advance, and are leading to multiple attempts to insert catheter. The following information was provided by the initial reporter: ¿on 7/16 - new admission (not critically ill). Combination of issues reported including dull catheters and inability to thread at least three attempts.¿ ¿making rounds over the july 4th week as well as other days and noting the ¿failure rate¿ in ivs [subjective], I started asking why. It has been brought to my attention by multiple nurses, charge nurses on down to experienced nurses, nnps that these new bd insyte autoguard winged, 24ga x 0.75 in catheters shred, are difficult to advance and could result in multiple attempts over and beyond the usual. I have called uh and their nurses are experiencing the same problem.¿ when I met with the manager, she mentioned the needle was dull an when they took the catheter off the needle and ran their finger down it, they found a burr so they pulled the entire lot.